Manufacturer narrative:
(B)(6).

Event description:
It was reported that the stent dislodged downward during deployment. The 75% stenosed target lesion was located in the severely tortuous and severely calcified carotid artery. An 8.0-21 carotid wallstent was selected for percutaneous common carotid artery stenting. During the procedure, the common carotid artery was accessed, and the stent reached the lesion site. However, during deployment, the stent dislodged downward without exceeding the retrieval point. The stent was recaptured and withdrawn, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.